Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the black o-ring came out of reservoir compartment. Customer¿s blood glucose level was unknown at the time of incident and recent blood glucose was 312. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with minor scratched display window, missing reservoir tube o-ring, partially broken off reservoir tube lip and cracked case at reservoir tube window corner.